Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that it failed the self-test. There was reportedly no patient involvement. Troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart xl+ device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : device is end of life / end of support.